Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cs100 intra- aortic balloon pump (iabp) had an alarm for low vacuum. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported during examination and prior to patient use, the cs100 intra- aortic balloon pump (iabp) generated an alarm for low vacuum. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the average vacuum values were not within factory specifications. Additionally, the fse checked and cleaned the k& and k8 valves and noted that the issue still persists. The fse returned at a later date and removed the drive manifold and installed a new drive manifold. The fse performed functional checks and observed that the iabp unit failed the k6, k6a, k7, and k8 leak test. The fse fixed the joints and tightened then performed the k6, k6a, k7, and k8 leak test, which passed. The fse recommended that a pm be performed on the iabp unit. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
E1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit check for alarm low vacuum. Perform function check, found that average vacuum value is not normal. Check for cleaning of k7, k8 set. The symptoms are the same. He replaced manifold drive (d104-00-0018) and as a precaution he replaced kit 5000 hr prevent maint (d040-00-0147), battery (d146-00-0039). The equipment was cleared for customer use.

Event description:
N/a.